Event description:
It was reported that prior to a rotational atherectomy procedure, foreign matter was found inside the sterile package. Upon opening the package, a hair was noted on the burr. No pt contact with the device.